Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a follow-up in clinic. During threshold testing, lead was unable to capture. X-ray analysis showed dislodgement of the atrial lead due to loss of slack. Lead was explanted and replaced. Patient was asymptomatic and experienced no consequences.